Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) (B)(4) alleging that a one touch ultramini meter read inaccurately erratic. The patient tests her blood glucose 12 times a day. She tests before and after meals. The patient manages her diabetes with 30 units of humulin 70/30 insulin after breakfast and around 10:00 pm. The patient mentioned that she only adjusts her medication based on her meter readings if they are lower than ~3.0 mmol/l. It is unclear as to what date/time the alleged issue began. The patient claimed, however, that this was the second event within the past two months involving the reported meter and issue. The patient did not have the meter with her while speaking to the customer service representative (csr) on (B)(6) 2010. On the day of the event, the patient claimed that "passed out" and hour and a half after testing with the reported meter. She was unable to recall what her last meter reading was prior to passing out. The patient mentioned, however, that she got a "high reading" and then a "low reading." She denied taking any actions related to diabetes treatment based on the last meter reading before she passed out. The patient mentioned that her husband contacted paramedics. The patient claimed that she received treatment from the paramedics and was hospitalized. However, she was unable to recall what specific treatment was administered. She also could not recall if the paramedics even tested her blood glucose. The patient did not have meter or test strips for troubleshooting. The patient was sent replacement test strips. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she "passed out" an hour and a half after testing with the lfs meter and was hospitalized due to the alleged issue.